Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was implanted and removed due to the surgeon noting a rent in the capsule. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the initial reporter, that in the surgeon's opinion, the device did not cause or contribute to the event. The patient moved upon injection of the iol into the capsular bag which resulted in a tear in capsular bag, so the lens was removed and a different model was inserted into the anterior chamber.

Manufacturer narrative:
Additional information provided by the surgeon indicated the adverse event was due to patient movement. This MDR 1119421-2016-01659 is being canceled due to the additional information from the surgeon indicating that the event was caused by the patient movement and not the product. (B)(4).